Event description:
It was reported that the patient presented remotely. Upon review, the pacemaker was found in back-up mode. A device restoration was completed successfully. There were no adverse consequences to the patient.